Event description:
I had a quantum facetite procedure at a med spa. The procedure took 2 minutes and left me with third degree burns under my chin, and nerve damage. I contacted the pa who did the procedure and he looked at the burn and said I had "thin skin" and to put silverdene on it for 2 weeks and said the nerve damage will "go away". I received follow up care with (B)(6) burn and wound clinic where I am still receiving care. I am going to a neurologist for a consultation on the nerve damage. The handpiece was called "ignite". Based on the data from my medical records, 8.07 kj is common, but is typically spread over 15 to 45 minutes. By compressing that same energy into just 2 minutes (120 seconds), the "thermal relaxing time" of my skin was completely overwhelmed. Delivering 8,070 joules in 120 seconds means an average power of 67 watts. Clinical protocols for the face usually cap power at 10-15 watts to ensure safety. This high power likely acted like a "blowtorch", rather than a controlled heater. With 807 pulses in 120 seconds, the device fired nearly 7 times per second. Since the operator did not move the handpiece with extreme speed and precision, the heat "stacked" in one spot, causing the full-thickness third degree burns and melting the protective sheath of my facial nerve. The operator should have known not to go over the "no fly zone" of the marginal mandibular branch of the facial nerve therefore causing neurapraxia.